Manufacturer narrative:
The products were not returned nor were any photographic or radiographic images provided. Therefore, product analysis is not possible and conclusions related to product use or contribution cannot be made.

Manufacturer narrative:
The investigation is not complete. This report will be updated when the investigation is complete.

Event description:
It was reported that the head of the screws popped off using the torque limiting screw driver. Fragment was left in the patient.